Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30, during pump load process despite following the prompted steps. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections or backup insulin pump as interim therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within specified timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.